Manufacturer narrative:
Manufacturer¿s investigation conclusion: no adverse events associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. The reported event is addressed under the system controller investigation. The system controller event log files contained events from (B)(6) 2025, per the timestamps. Events from the reported date of (B)(6) 2025 were not present within the file as they were overwritten by newer incoming events, per design. The pump appeared to operate at the set speed throughout the entirety of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, is currently available. Chapter 5, "surgical procedures", provides instructions for preparing, running, and priming the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that as part of the low flow threshold update in the operating room, they thought they had to install the emergency backup battery (ebb). Thus, when this event occurred, the ebb was installed.

Event description:
It was reported that during pump preparation, the pump was assembled and submerged in normal saline. Once power was connected to the system controller, the pump started at 3000rpm without the perfusionist pushing the pump start button. The perfusionist said the pump ran as expected and once 5 minutes had passed, the pump was turned off by the pump stop button and there were no further issues noted during the implant. It was said the pump functioned as expected with no issues. It was noted that the patient had a low flow adjustment due to small body surface area to both system controllers with no issues prior to the start of the case. No equipment was exchanged. Pump worked appropriately after initiation. Log files were sent for review. On (B)(6) 2025, the periodic log file captured low speed advisory alarms as the actual speed of the pump was less than the low-speed limit until it was adjusted from 5000 rpm to 4400 rpm. The event log file also contained a lot of low flow estimates as well as a low flow hazard events when the calculated pulsatility index was elevated. The event log file started from 28nov20255 as the clusters of low flow hazard events pushed out the data from 24nov2025. These flow readings do not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.